Manufacturer narrative:
Product event summary - we did receive performance data collected from the device and have analyzed the data. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The ventricular capture management trends indicate high output for ten months during the past year. Parameter history shows different programmed outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.